Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path, needle mechanism, or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room with diabetic ketoacidosis on (date). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patient was treated with saline solution and a insulin injection. The patient was in the hospital emergency room for 7 hours.